Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implantation procedure, the patient experienced decreased near vision, field of vision distortion, constant hazy vision plus glare and halos. The patient was unable to adapt. Additional information was provided indicating that the iol was exchanged for a different iol model.